Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that she was hospitalized a year ago for high blood glucose readings. Customer reported that their blood glucose readings have been high and have noticed a bent cannula. Customer stated that she had treated with syringe. Customer stated that her blood glucose readings were high at night and customer took a bolus. Customer woke up with no insulin in her reservoir and high blood glucose readings. Customer then experienced blood glucose readings of 400 mg/dl and treated herself with a manual injection. Customer realized that she had taken so much insulin and her blood glucose readings were not coming down until taking a shot. Customer's most recent blood glucose reading was 138 mg/dl. Customer is adjusting her basal rates with her doctor. No further information reported.